Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an acute thrombosis occurred. The 80% stenosed lesion was located in the non calcified and non tortuous proximal right coronary artery (rca). The lesion was direct stented with a 3.5x16mm liberte' bare metal stent. The stent was not post dilated, however, the stent was well apposed and "looked great". The pt received angiomax, integrilin and plavix and was transferred to the holding room where he "started to feel sick" experiencing EKG changes and chest pain. The pt was brought back to the ccl. Angiography revealed that the stent had clotted off and there was no flow distal to the stent. The thrombosis was treated with a 3.5x15mm non-bsc stent, covering the previously implanted stent. No further patient complications occurred. Patient status is satisfactory.